Event description:
It was reported that during a spinal fusion procedure, the spine tracker caused a 30 to 40 minute procedure delay because it would not initialize. The procedure was completed by traditional methods without incident. No adverse event was associates with the device.

Manufacturer narrative:
Additional information will be submitted once the device is evaluated. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.